Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had high blood glucose of 413 mg/dl and current blood glucose was 300 mg/dl. Customer stated it started yesterday when customer was away from the house. The battery had died and was without a battery for about two hours. Customer declined troubleshooting for the high blood glucose. The device is not expected to be returned for analysis.